Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Technical support sent replacement charging supplies to customer and confirmed issue was resolved.